Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer called in asking for assistance with the load process and inserting the infusion site. The customer was able to successfully complete load sequence during the call with tandem technical support (cts). While contacting cts, the customer stated having a low blood glucose (bg) level (35 mg/dl). The customer drank juice to treat the low bg level. The cause of the bg level was not known. The customer declined to troubleshoot stating it was not related to the pump or supplies.